Manufacturer narrative:
Product analysis the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed a depleted telemetered battery voltage (1.75v). The actual battery voltage measured (2.85v). The device was not measuring the battery voltage correctly, either by interrogating the battery voltage or reading the memory register that stores the battery voltage. However, after reading the analog-to-digital converter (adc) test register in the l409 integrated circuit (ic), a power on reset (por) occurred. The telemetered battery voltage became fully functional and the reported failure was cleared. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went from recommended replacement time (rrt) to end of service (eos) in one day, exhibiting early battery depletion with no apparent cause. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.